Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) could not be interrogated as the icm could not be located in the patient. An x-ray also failed to find the device and so it was assumed that it was no longer in the patient. No patient complications have been reported as a result of this event.